Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 307, 268, 115, and 78 mg/dl within 10 minutes. All tests were performed on the fingers. The results when plotted on a parkes error grid fell into the "c" zone showing thedifference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.